Event description:
Generator pa was approved on (B)(6) 2012. The results indicated that the generator performed according to functional specifications. During product analysis there were no anomalies found with the pulse generator. Clinic notes dated (B)(6) 2012 indicated that the patient's settings were altered. The physician's assessment of x-rays indicated that no obvious lead discontinuity was seen.

Event description:
It was reported that the patient's vns was now indicating high lead impedance on system and normal mode diagnostics. The patient's vns has been disabled as recommended in manufacturer labeling. The patient indicated that he had not felt the vns stimulation for about a month prior to the high impedance being discovered. The patient has not experienced any increase in seizures or other adverse events. No trauma or manipulation was reported. The patient was referred for x-rays however they have not been received by the manufacturer for review. Surgery to replace the patient's lead and generator has occurred. The explanted generator has been returned however the lead was discarded after the surgery. The generator is currently undergoing analysis.

Event description:
On (B)(6) 2012, additional information was received that multiple attempts for x-rays were unsuccessful. It was also stated that the patient stated that he was thrown from his scooter.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Event description, corrected data: previously submitted MDR inadvertantly omitted information related to this event. This report is being sent to correct this informaiton.